Manufacturer narrative:
(B)(4). The sample will not be returned.

Event description:
It was reported via a phone call from the rn in the cardiac cath lab. The event involved an obese patient. When inserting the sheath into the patient's femoral artery the sheath kinked. As a result the md requested another iab kit for another sheath. There was no reported patient death, injury or complications. The patient outcome is fine.

Manufacturer narrative:
(B)(4) no product was returned for evaluation. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of sheath kinked/bent is not able to be confirmed. No product was returned for evaluation. The root cause of the complaint is undetermined.

Event description:
It was reported via a phone call from the rn in the cardiac cath lab. The event involved an obese patient. When inserting the sheath into the patient's femoral artery the sheath kinked. As a result the md requested another iab kit for another sheath. There was no reported patient death, injury or complications. The patient outcome is fine.